Manufacturer narrative:
"Do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.